Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 4 patient alerts for out of tolerance impedance between (B)(6) 2010 and (B)(6) 2010. The impedance increased from 532 ohms to 4047 ohms between (B)(6) 2010 and (B)(6) 2010. There was a vf event in the data on (B)(6) 2010, vrate during vf = 200.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has been rising gradually, and that patient alert has been triggered after the alert threshold was raised. Lead remains in use. No patient complications reported as a result of this event.